Event description:
During the pta / stenting treatment procedure, a portion of the ultra-thin sds balloon dilatation catheter separated from the catheter shaft. Access was obtained from both the right and left groin using a cordis 6x23 bright tip sheath adn a cordis 7x11 birght tip sheath respectively. During treatment of the highly calcified iliac lesion via left groin access, the balloon ruptured at 2 atms. Resistance was encountered during catheter removal through the sheath. Withdrawal force was applied and a portion of the catheter was observed to fracture and separate from the shaft. The sheath and segment of the balloon catheter were removed leaving a portion of the catheter in the vessel. The retained catheter shaft was removed through the puncture site leaving a portion of hte balloon material and the catheter marker bank in the vessel. A contralateral vess cut down was performed and the remaining catheter material was successfully removed. The stenting treatment was not performed due to difficulties encountered during the pta treatment. Following the procedure the patient's staus was reported as 'fine'.